Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range pace impedance measurement of 2005 ohms resulting in an automatic safety switch from bipolar to unipolar pacing. Technical services (ts) recommended reprogramming options. This lead remains in service. No adverse patient effects were reported.